Manufacturer narrative:
The customer declined an offer of svc from physio-control. Physio provided info regarding trouble shooting for power problems.

Event description:
Found during testing. According to the reporter, the device will not power on in ac or battery. There was no pt use associated with the reported incident.